Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that a dissection occurred in the distal lad which required treatment via the use of another xience stent (2.75 x 8 mm). The patient was treated successfully. No additional event or patient information is available.

Manufacturer narrative:
Dissection, as listed in the instructions for use (IFU) and risk assessment, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors including lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). There was no report of any product malfunction at the time of the stent implantation.